Event description:
Hearing aid receiver broke in two and receiver and ear bud were deep in canal and needed to be removed in a procedure. Afterwards there was irritation and scratches in the ear canal.